Manufacturer narrative:
During the surgery, a product problem occurred with another medacta product ((B)(4)). Overall the surgery was prolonged about 4 and a half hours. Batch review performed on 11 july 2016. (B)(4).

Event description:
When the surgeon impacted amistem-h stem, femoral bone cracked. It was repaired with a cable. The surgeon replaced amistem-h stem with amistem-c stem.